Manufacturer narrative:
Pending investigation closure.

Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) experienced inflation issues with the device that led to a clinical evaluation. Despite in-clinic troubleshooting, the issues persisted and a surgical intervention was scheduled. During the procedure, the tubing that connects the pump and cylinders was noted to be broken and fluid loss was noted. The entire device was removed and replaced with a device from another manufacturer. No patient complications were reported.

Manufacturer narrative:
Investigation summary: laboratory analysis could not confirm the reported clinical observation of inflation issues with this inflatable penile prosthesis (ipp). The reported patient symptoms are known risks associated with ipp procedures and are noted as such in the ipp instructions for use. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The cylinders were visually inspected, microscopically examined, and leak tested. One cylinder had a hole with a fluid leak in the outer tube of the cylinder body; this damage is consistent with sharp instrument damage during explant. Due to the damage, this cylinder was not pressure tested. The other cylinder had no visual defects and passed the leak and pressure tests. Both the pump and reservoir were visually inspected, microscopically examined, leak and functionally tested; both performed within specification. Product analysis could not confirm the reported allegations. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). The IFU lists infection and purulent discharge as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced inflation issues with the device that led to a clinical evaluation. Despite in-clinic troubleshooting, the issues persisted and a surgical intervention was scheduled. During the procedure, it was found that the tube connecting the pump and cylinders was broken, and fluid loss was present. Pus was coming from the cylinders, which was related to a scrotal infection of unknown etiology. The entire device was removed and replaced with a device from another manufacturer. The infection was treated with oral antibiotics. No additional patient complications were reported.

Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) experienced inflation issues with the device that led to a clinical evaluation. Despite in-clinic troubleshooting, the issues persisted and a surgical intervention was scheduled. During the procedure, it was identified that the tube connecting the pump and cylinders was broken, and fluid loss was present; also, they noticed pus coming from the cylinders, which was related to a scrotal infection of unknown etiology. The entire device was removed and replaced with a non-boston scientific device. Infection was treated with oral antibiotics. No additional patient complications were reported.